Event description:
Per the clinic, the patient experienced discomfort due to device extruded through the skin. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-02029. This report is submitted on august 02, 2022.